Manufacturer narrative:
(B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. Physician was attempting to use one resolute integrity drug-eluting stent in a severely calcified lesion in the lcx/obtuse marginal with 80% stenosis and little tortuosity. It was reported that there were difficulties advancing and removing the device/balloon prior to stent deployment/balloon inflation due to heavy calcification and that stent deformation occurred in vivo during positioning. There was resistance encountered when advancing the device and excessive force was used. Another stent was used successfully. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: the distal tip was partially flared. The 16th distal stent segment was deformed with struts raised. The remaining segments were intact. Image review: images confirm the lcx/om1 bifurcation lesion. With previous mammary artery CABG to the lad confirmed. The bifurcation was pre-dilated into the om and the lcx. No images seem to have been captured of the unsuccessful delivery attempt of the resolute integrity stent. But the delivery and deployment of what appears to be another 18mm stent was captured on the images. Post deployment of the 18mm stent in lcx the om appears to have shut down. Re-wiring of the lcx and om were completed followed by what appears to be further dilation of the om and subsequent kbt between lcx and the om and multiple post dilation activities. This resulted in opening of the om with timi flow iii restored.